Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of did not wear a mask and peritonitis coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapies. On (B)(6) 2006, the patient began dianeal pd2 therapy (dose, frequency not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal therapy was ongoing. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis manifested as abdominal pain and cloudy effluent and was hospitalized. The cause of the peritonitis was the patient did not wear a mask. On an unreported date, the patient began treatment with amikacin (12.5mg/lpds), ceftriaxone intravenously (IV), (1gm every twelve hours) and azithromycin (500mg, 1 tablet once daily). The outcome for the events of peritonitis and the patient did not wear a mask were not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritoniti was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not wear a mask. Per the local baxter affiliate, re-training was done during confinement last (B)(6) 2012 until discharge. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.